Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was in the 500's (mg/dl); however, the customer's blood glucose level was 236 mg/dl at the time of the report. Contact reported that the customer was stressed and was getting sick which was probably contributing to the high blood glucose level. A manual injection was administered.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.